Event description:
It was reported that during an unknown procedure, the doctor said that the device would not open. There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the mcm20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended; during the analysis, the jaws of the instrument opened and closed without any difficulties. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident.